Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.1 did not show in the hardware test application. A field service engineer (fse) removed the rear panel, confirmed all lights were on, shut down the station, reseated all cables in drawer 3, restarted the station and tested the drawer again in the test application. The proactive inspection process was done by fse and the customer verified functionality of the device. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 3.1 and main drawer 1.1 had failed to open. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.